Manufacturer narrative:
Device not returned.

Event description:
It was reported that the paramedics were called and the customer was taken to the emergency room (ER) due to a blood glucose level of 16 mg/dl. Customer did not recall what treatments were received while in the ER. Customer was released from the ER 5 hours later with no permanent damage, however, customer had a headache and was shaking. Review of the pump data by tandem technical support (cts) showed that the customer inadvertently entered the blood glucose level in the carbohydrate field when a bolus was requested. Cts educated the customer on the pump's bolus delivery features.